Manufacturer narrative:
Device not return.

Event description:
The manufacturer received information alleging a ventilator's screen is black. There was no harm or injury reported.  The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's screen is black. There was no harm or injury reported. The initial allegation was the ventilator was rebooting and the screen was blank. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board and display board were needs to be replaced address the issue.